Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2013 and suture was used. When removing the device from the package, the needle pulled off the suture. A like device was used to complete the procedure. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The evaluation found a short insertion.